Manufacturer narrative:
Device is a combination product. Age at time of event - 18 years or older.

Event description:
It was reported that vessel dissection occured. Vascular access was obtained via the femoral artery. The 2.8x12mm, concentric, de novo target lesion was located in the severely tortuous proximal to mid left anterior descending artery. A 2.75mm x 12mm synergy drug-eluting stent was deployed for treatment. However, the stent caused a dissection in the proximal part. The physician used another stent to bail out the patient and the procedure was completed. No further patient complications were reported and the patient's status was stable.